Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concerns with the product with "having a biopsy done because of some fluid in her breasts". Device remains implanted. Later, healthcare professional reported patient having a lot of pain and discomfort in both breasts so they drained the fluid and sent that off for testing to make sure patient did not have alcl.

Manufacturer narrative:
Device evaluation: the device related to the reported event of seroma and anxiety-product/procedure was received on march 26, 2024, with lot number 1847734. Based on the device analysis grid, the assessments of the complaint are: ¿ seroma: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ observed delamination total of the plug strap disk shell (cohesive failure). No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/19/2024.

Event description:
Healthcare professional reported a right-side exchange from textured to smooth implants due to the patient's concerns with the product with "having a biopsy done because of some fluid in her breasts". Device was explanted. Later, healthcare professional reported patient having a lot of pain and discomfort in both breasts so they drained the fluid and sent that off for testing to make sure patient did not have alcl.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "some fluid in her breasts", "pocket of fluid around/near the implant."

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concerns with the product with "having a biopsy done because of some fluid in her breasts". Device remains implanted. Later, healthcare professional reported patient having a lot of pain and discomfort in both breasts so they drained the fluid and sent that off for testing to make sure patient did not have alcl.